Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd obturator for venflon¿/safelon¿ there was foreign material of dried glue on the outer and inner packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Five photos were submitted for review from the lot number 7209989. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #7209989, regarding item #(B)(4). DHR review was performed on lot number 7209989; packaged from (B)(6) 2017 thru (B)(6) 2017. Review of DHR revealed all required inspections, set-up in process and final audit inspection were performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Risk analysis review findings: the risk is low because the foreign is very obvious and the end user would not use the part with this defect. The rate of occurrence is also low based on this being the first complaint for this batch. Photo one displayed two obturator unit in packaging; that have what it appeared to be brown fm in the package. Unable to determine is the fm is inside or outside the package. Photo two displayed the rod of the unit was curved at the end; with fm in the middle of the curve. Photo three displayed the package label with the bd logo, ref no., description, lot number and the expiration date. Photo four displayed the rod of the unit was curved at the end; with fm in the middle of the curve. Photo five displayed the rod of the unit was curved at the end; with fm in the middle of the curve. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing was notified of this incident during the monthly staff meeting.

Event description:
It was reported that before use of the bd obturator for venflon/safelon there was foreign material of dried glue on the outer and inner packaging. There was no report of exposure, serious injury or medical intervention.